Manufacturer narrative:
The field service engineer cleaned the internal and external sample pipettes and replaced the sample probe. The service actions of the field service engineer resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for 4 patient samples tested on a cobas pro c 503 analytical unit. On the first sample, the initial gluc3 result was 0.16 g/l. The repeat result was 1.06 g/l. On the second sample, the initial gluc3 result was 0.24 g/l. The repeat result was 2.51 g/l. On the third sample, the initial gluc3 result was 0.13 g/l. The repeat result was 0.82 g/l. On the fourth sample, the initial gluc3 result was 0.13 g/l. The repeat result was 1.24 g/l. The initial results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.